Manufacturer narrative:
Additional information was requested and the following was obtained: the patient demographic info: gender and bmi at the time of index procedure: male. Bmi (B)(6). What were current symptoms following the index surgical procedure? Rectum cancer (B)(6) 2015. Other relevant patient history/concomitant medications: pmhx: dm and htn. Concomitant rx: unknown. What is physicians opinion as to the etiology of or contributing factors to this event? The etiology of this event was unknown. (The cause of death was unknown.) Was the patients death related to the interceed? No information. Was an autopsy performed? No information. The surgeon got this information from police, so the surgeon also doesnt know details. Operative results? No information, but the patient was discharged home without any adverse effects. Is there any alleged deficiency against the interceed? No information..

Manufacturer narrative:
(B)(4) date sent to the FDA: 10/12/2016. (B)(4). In addition, a review of the batch manufacturing records was conducted and the batch met all finished goods release criteria. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. The patient demographic info: gender and bmi at the time of index procedure what were current symptoms following the index surgical procedure? Onset date? Other relevant patient history/concomitant medications. What is physician¿s opinion as to the etiology of or contributing factors to this event? Was the patient¿s death related to the interceed? Please explain. Was an autopsy performed? Results? Operative results? Is there any alleged deficiency against the interceed?

Event description:
It was reported that the patient underwent a laparoscopic assisted proctosigmoidectomy/hartmann's procedure on (B)(6) 2015 and absorbable adhesion barrier was used under the small surgical incision excluding the greater omentum. Intra-operatively indwelling drainage was placed; a stoma was constructed; seven millimeters of blood loss and no blood transfusion performed. On (B)(6) 2015 the patient was discharged from the hospital without any adverse event. On (B)(6) 2015 the patient died at home suddenly. The cause of death and causal relationship with absorbable adhesion barrier were unknown. Additional information has been requested.